Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Initial observation of the six week post-operative x-rays showed that the plate fractured at the level of the patient's fracture. All screws remained engaged in the plate except for the top polyaxial calcar screw which was at the fracture line. The fibular strut had shattered, and the head and shaft were rotated axially with respect to one another. Evaluation of the returned plate found the damage is consistent with a fatigue failure indicating very early mechanical loading of the implant with substantial loads prior to bone healing. Fatigue failure is also a potential indicator for patient non-compliance (weight bearing) following surgery. Patient non-compliance and/or a secondary trauma (i.e. A post-operative fall) are possible contributing factors to the observed damage. However, this could not be confirmed and an exact cause of the reported issue could not be determined.

Event description:
It was reported that the anthem plate broke at the superior calcar screw hole junction post-operatively.